Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 384 mg/dl. The patient reports having nausea, vomiting and a headache. The patient reports being unable to activate a pod after receiving a communication alarm at start up. Once at the hospital the patient was admitted to the intensive care unit. The patient was treated with medication for nausea, intravenous fluids and an insulin drip. In addition the patient reports being treated with manual insulin. The patient was prescribed insulin as well as insulin pens. The patient was discharged from the hospital after 24 hours.